Event description:
A nurse contacted baxter (B)(4) regarding particulate matter found on a cassette. Particles were observed on the outside and inside of the shrouded connector. There was no patient involvement, patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for particulate matter (pm) was confirmed during the sample evaluation; however, no root cause could be determined. The sample was received for evaluation. A visual inspection was performed with pm observed at the inner side of the hytrel sleeve connector. This issue is being investigated through CAPA. A batch review was not performed as the lot number was unknown.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.